Event description:
Upon upload to the in-house server, dbss fails to assign a new mobile donor registration, phlebotomy and unit information to the active record on the server. This problem only occurs in cases where the donor was part of a person merge prior to the mobile download/upload process.

Manufacturer narrative:
Attachment #1: dtb 05-13. Attachment #2: dbo 2619. A script is being developed to address situations where a failed upload has already occurred and has gone undetected and to fix post-merge person records that could potentiall reproduce the upload problem. This script will also eliminate the need to continue using the workaround provided in this dtb. Once the script is available this dtb will be updated notifying users. A trouble ticket will need to be opened with the mhs help desk for an investigation to be performed to determine if a datamod is required to correct problems that are already in your system.